Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the delivery accuracy test. After testing, it was concluded that the device operated within specifications, with no cosmetic damage noted.

Event description:
It is reported that a customer passed away due to heart issues. The patient was hospitalized but the blood glucose was not recorded during the time of death. The date of the patient's death was (B)(6) 2014. The caller was the deceased's wife who would like to keep the pump to donate. No further information was provided.